Event description:
Pulse ox on. Day shift rn left room about 715 am. Pulse ox was working, pt breathing, no problems. Rt checked on pt at about 745 am. Pulse ox on, with only dashes on screen. Alarm not ringing. Pt cold and pulseless. Md was present and ran the code. After about 20 min, the code was terminated, could not bring pt back.